Event description:
A report was received that the patient's ipg had flipped. The ipg was repositioned inside the pocket. During the revision, it was noticed that the lead was fractured between the contacts that plug into the ipg and was explanted. A new lead was implanted and the patient was reportedly doing fine.

Event description:
A report was received that the pt's ipg had flipped. The ipg was repositioned inside the pocket. During the revision, it was noticed that the lead was fractured between the contacts that plug into the ipg and was explanted. A new lead was implanted and the pt was reportedly doing fine.

Manufacturer narrative:
Returned product analysis indicated that the lead passed all electrical tests. Visual inspection found that the lead body had several cut marks and was deformed where the suture appeared to be located. Additionally, visual inspection also revealed that the lead proximal end is fractured between contacts number six (6) and number seven (7). It is unknown how the proximal end was damaged.